Event description:
It was reported the nurse station did not alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: (B)(6). A philips authorized service provider (asp) looked into the matter, and it was requested by the customer that philips download the device logs. The asp, in the process of retrieving the logs onsite to download, discovered the nurse station had no speaker connected at all. The asp noted the customer was not responsible for the speaker being left disconnected. Based on the information available and provided by the philips asp, the cause of the reported problem was that no speaker was connected. With the customer's help, the speaker was connected once again and the device returned to working specification. No further investigation or action is warranted at this time.